Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned in one piece. Final analysis of visual and x-ray examination of the lead did not find any anomalies. Additionally, electrical analysis of the lead did not find any indication of conductor fractures or internal shorts. A stylet was able to be fully inserted and removed from the inner coil with no obstruction/restriction.

Event description:
It was reported that during an implant procedure, the lead was difficult to be fully inserted in the stylet lumen. The lead was not used and was replaced with a new lead on (B)(6) 2024. The patient had no consequences.